Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Upon visual inspection the service technician noted that they replaced pressure sensor, and a barrel clamp. A review of the device history record for sn (B)(4) was performed from 04/14/2014 to 8/20/2020 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to an electrical failure of the pressure sensor causing a pressure disk sensor fault.

Event description:
Fails pm/pressure disc error was reported.